Manufacturer narrative:
Siemens filed an initial MDR 2432235-2019-00359 on 14-oct-2019. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a system check and found a dirty luminometer. The luminometer was cleaned. While dirt in the luminometer could cause an increase in relative light units (rlu), quality control (qc) was in range at the time of the incident and no other samples were affected. The customer transitioned to the advia centaur high -sensitivity troponin I (tnih) assay method and is no longer running the cardiac troponin I (ctni) ultra assay method. There has been no further reports of sample issues and no indication of a potential product performance issue. The cause for the discordant cardiac troponin I (ctni) ultra result is unknown, and pre-analytical sample handling factors cannot be ruled out. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report a discordant, falsely elevated cardiac troponin I (ctni) ultra result obtained on a hospital patient on an advia centaur xp instrument. Siemens is investigating.

Event description:
A discordant, falsely elevated cardiac troponin I (ctni) ultra initial result was obtained on a hospital patient on an advia centaur xp instrument. The discordant result was reported to the physician(s) and the patient received an intracardiac catheter and a lysis. The customer also had run the same sample in parallel on another advia centaur system for high-sensitivity troponin I (tnih), resulting lower. This result was not reported to the physician(s). Three hours later another blood sample was drawn, run on the original advia centaur xp instrument for cardiac troponin I (ctni) ultra and also run in parallel on the other advia centaur system for high-sensitivity troponin I, both resulting lower. The customer performed repeat testing for ctni and tnih on the original patient sample, resulting (B)(6). There are no known reports of adverse health consequences due to the discordant, falsely elevated cardiac troponin I (ctni) ultra result.